Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 22, 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10:30am on (B)(6). The patient manages their diabetes with self-adjusted insulin, including novorapid and lantus. The patient reported obtaining a blood glucose reading of 5.8mmol/l on the subject meter and began to feel unwell. The patient reported symptom of ¿unable to register what is going on¿ and associated this symptom with hypoglycemia. The patient reported self-treating these symptoms by consuming honey. The patient reported that their spouse called paramedics. The paramedics obtained a blood glucose reading of 4.2mmol/l on their own meter. The time difference between the reported readings was approximately 45 minutes, this exceeds the time difference allowable for lifescan to determine an inaccuracy. The patient reported that the paramedics administered treatment of ¿liquid dextro¿. The patient reported feeling better half an hour later and did not go to hospital. At the time of troubleshooting, the cca walked the patient through a control solution test. The products passed testing with results within range as printed on the test strip vial. Products were still replaced and requested back for investigation. This complaint is being reported because the patient became hypoglycemic and required treatment from an hcp while using the subject meter.